Manufacturer narrative:
The t:slim x2 use guide states: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer would program a correction bolus and the amount of insulin calculated would be too much. The customer did not deliver any incorrect correction boluses. During troubleshooting with tandem technical support it was found that the customer's carbohydrate ratio settings were off and their correction factor had been entered incorrectly into the pump leading to bigger correction boluses than usual. The customer was able to successfully turn the carbohydrate ratio settings on and was to contact their healthcare provider in order to correct their correction factor on their pump. The customer's blood glucose level was not impacted.